Manufacturer narrative:
H3: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.

Event description:
A surgeon reports six of his patients have experienced toxic anterior setment syndrome (tass). This report is for one of these patients. The other manufacturer report numbers are : 3002037047-2006-00017; 3002037047-2006-00018;3002037047-2006-0019; 3002037047-2006-00020; 3002037047-2006-00022. A site visit by a nurse consultant was requested to assist the facility with their on-going investigation of tass. The visit took place in 05/2006. During the visit the reporting surgeon indicated that he thought the viscoelastic may be a contributing factor. The consultant identified several areas for consideration following the site visit. Using an etoh rinse after decontamination phase prior to sterilization; segrating the clean and dirty instruments by placing them in separate containers and placing them correctly on the dumbwaiter; consider purchasing an automated assistance for flushing (quick rinse) prior to use examine I&a handpiece and reusable cannulas and injectors under a microscope for any signs of debris or residuals; spend additional time at the end of the case flushing the eye with balanced salt solution; and consider flashing all trays rather than terminally sterilizing trays at the end of the day.